Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed closure device was fully recaptured due to not meeting release criteria. After deployment of the second closure device, an increase in transverse sinus fluid was noted. The device was then fully recaptured again due to not meeting release criteria. No pressure changes or pericardial effusion were noted at this time and the case proceeded with a third device. The third device was deployed and did not meet criteria. At this time, a pericardial effusion with cardiac tamponade was noted around the ventricles via transesophageal echocardiogram. The decision was made to fully recapture the device and the case was aborted. The patient was given protamine and sheaths were removed from the body. The patient was observed for 45 minutes, and pressures continued to vary. A liter of fluid was administered without improvement. A pericardiocentesis was performed, which removed 220 cc of fluid. The patient stabilized and a repeat echo was later performed to confirm the effusion had resolved. No further complications were reported. Patient is doing well following these events.